Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test, but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/delivery and excessive no delivery test or verify reprogram alarm due to compromised force sensor alarm. No low battery alert noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that while troubleshooting for reset alert, insulin pump received a compromised force sensor alarm. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 250 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.